Manufacturer narrative:
Product event summary: one controller was returned for evaluation. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a serial port cover that was missing. However, this condition did not affect the functionality of the device. The controller still performs as intended. The most likely root cause of the reported event can be attributed to improper handling of the cover. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller data transfer port stopper was loosening. The controller was replaced. No patient complications have been reported as a result of this event.